Manufacturer narrative:
Despite efforts, the field representative was not able to obtain additional information about this patient and device. Available information indicates the device and lead remain implanted, monitored in the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and associated right ventricular (rv) defibrillation lead exhibited increased pacing and shock impedance measurements. A review of the data available in the remote monitoring system showed the pacing impedances have been jumpy, between 850 ohms and 950 ohms, with a high of 1050 ohms. No pacing impedance measurements were out-of-range. However, the shock impedances measurements had also increased, with one out-of-range value of 128 ohms recorded. Technical services discussed troubleshooting steps to test the integrity of the rv lead. No noise was observed on the presenting electrograms. No shocks had been delivered by the device, so it was suggested to deliver a commanded maximum energy shock to test the shock impedances. No adverse patient effects were reported. The device and lead remain in service.